Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 sensor o-ring was replaced to resolve the issue. No patient information to date after attempts to obtain details (B)(6) 2022 and (B)(6) 2022. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm during a case. The patient was switched to manual ventilation and case completed. There was no patient injury.